Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of sepsis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 10/03/2019 the patient presented with non-st elevated myocardial infarction (nstemi). Four (2.5x15mm, 2.50x33mm, 3.50x23mm, 3.0x38mm) xience sierra stents were implanted. On (B)(6) 2019 the patient was re-admitted with sepsis. Surgery was performed ;however, the final patient outcome is unknown. No additional information was provided.